Manufacturer narrative:
Analysis received the unit with button error alarm due to a corroded keypad traces. The unit passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The insulin pump will be returned for analysis.